Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported that the customer insulin pump received a motor error alarm. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump had a recurring motor error alarm. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have experienced a high blood glucose of 400 mg/dl and treated with manual injection. Customer's blood glucose reading was 180 mg/dl after treatment. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.